Event description:
Notice of event per product return form stating "pump malfunction" and "medwatch form was not filled out by the hosp." MFR made repeated attempts to obtain more info about the event.